Manufacturer narrative:
The reported complaint of separation was confirmed. No samples were returned for evaluation. However, an image was provided by the customer showing a tubing separation. Without the return of the reported sample, a probable cause could not be identified. The device history for lot 6024125 was reviewed and no nonconformities were found that would lead to the reported.

Event description:
The event involved transducer, 9 inch (23 cm), 3 ml/hr, macrodrip patient mount where the customer reported that the arterial (art) line set (from saline bag to transducer) snapped off while patient sitting in chair; the family was present and said the patient did not appear to have touched same. A new art line transducer and saline bag obtained and connected immediately. The customer added that the product was stored as per all surgical supplies. No defects noted at start of use. The device disconnected/fractured during patient use; harm was not reported as a consequence of this event.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.